Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a diagnostic lap and liver biopsy procedure, the device jaw that has the protective covering (the white tissue pad) melted and fell off of the device into the patient. The pieces were retrieved and there was no adverse consequence for the patient. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). A facility medwatch was received (B)(4).